Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned. Analysis of the device revealed that the stent outer body distal shaft was compressed at 7.0 cm from its distal end. The stent was partially protruding through the outer body distal end. The inner body proximal shaft was bent at 6.0 cm from its proximal end. The inner body was kinked and separated at 8.5 cm from its proximal end. Blood was found in the outer and inner body of the stent system. During functional evaluation the inner body was held stationary and the outer body was withdrawn and inner body was pulled from its distal end and the stent was fully removed, there was a lot of friction while the outer body was being withdrawn. Additional information indicated the stent system was inspected and confirmed to be in a good condition prior to use. Flush was intermittent during the procedure and the patient¿s anatomy was severely tortuous. The amount of blood in the outer body is indicative of the as reported insufficient flushing. Based on information available and device analysis, an assignable cause of user error was assigned to the investigation.

Event description:
Analysis of the returned device revealed that the stent was partially deployed. There were no patient consequences reported.